Manufacturer narrative:
The unit had an intermittent button response due to a flattened or creased esc and act button dome switch. The unit had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 181 mg/dl. The customer's device was replaced, and the customer agreed to return the product for analysis.